Event description:
It was reported that during a meniscal repair surgery, the t2 implant of the fast-fix 360 deployed prematurely. T1 implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The information provided states ¿during a meniscal repair surgery, the t2 implant of the fast-fix 360 deployed prematurely¿. Visual assessment showed a bent delivery needle. Human matter was found on the depth limiter. No suture or ts were returned. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith / nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith / nephew, or its employees, that the report constitutes an admission that the device, smith / nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a meniscal repair surgery, the t2 implant of the fast-fix 360 deployed prematurely. T1 implant was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.